Manufacturer narrative:
Physician/pt reported treatment with antibiotic, augmentin and solupred (prednisolone). She states, the gingiva is still inflamed 15 days post-injection and does not allow for a solid diet. Later f/u from the physician/pt reported, she has permanent pain of the right hemi-facial region. She sought treatment from a neurologist who diagnosed her with a lesion, caused either by direct injection into the nerve or compression of nerve v in branch ii. She was prescribed lyrica for the neurological pain. She also reports a persistent trophic ulcer in the root of the nose despite antibiotic treatment. Bacterial analysis of buccal and peri nasal samples were performed with results showing presence of numerous colonies of streptococcus alpha hemolytic. The radiesse lot number was not provided therefore, a review of the device history records could not be performed.

Event description:
Physician who is also the pt reported being injected with radiesse in the cheekbones and base of the nose. She developed malaise (flush and tachycardia) during treatment due to mixing xylocaine and adrenaline with the product prior to injection. A new syringe was prepared without the adrenaline and used without further incident. Five days post-injection, the physician/pt developed important edema with deformation of the mouth, nose, paresis and loss of sensitivity of the right cheek. She believes these symptoms are due to overfilling the area by the practitioner.